Event description:
It was reported that the battery voltage had dropped from 3.16v in august 2005 to eri in february 2006. The device had delivered no pacing or therapy and it was removed from service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage had dropped from 3.16v in 2005 to eri in 2006. The device had delivered no pacing or therapy and it was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings, there is no way to determine why the longevity did not match the predicted model. After further review, the conclusion code was updated to reflect these analysis findings. Other text: it was reported that the battery voltage had dropped from 3.16v in 2005 to eri in 2006. The device had delivered no pacing or therapy and it was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination, device was out of specification in a manner that relates to event premature eri (elective replacement indicator).